Manufacturer narrative:
(B)(4). The device history record for lot number 15dfy110 did not indicate any exception that could lead to the reported incident. Indicated no abnormal event was detected. This lot number was made in may of 2015. There was no deviation for the raw material, accessories, production equipment, process and environment. The main materials such as cuff and spp/laminated materials for body materials had been subjected to and passed the biocompatibility test prescribed for the intended use of the products. Review of the samples provided confirmed no differences between the returned samples with the production products. This was the first reported incident for 7300pg. From this investigation, the reported problem could not be confirmed and the root cause could not be determined.

Event description:
We are seeing dermatitis when using the white gown.